Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen after trying to perform a bolus. The customer's blood glucose level was 92 mg/dl at the time of the incident. The customer was assisted with troubleshooting the insulin pump and was able to turn off the types of bolus that the customer did not utilize. The customer did not return the product back for analysis.